Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump. The customer opted to continue using the current pump as a backup therapy until the replacement arrived.